Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported ever since they were first implanted with their implant, their skin would get really hot. Agent asked, patient said they had always noticed their skin getting very hot ever since they were first implanted and the last couple of years, sometimes the implant felt very hot when they touched it. Patient also said they were hot from the inside out. The patient was redirected to their healthcare provider to further address the issue. Patients healthcare provider retired.